Event description:
New information notes that the right atrial lead noise was oversensed, resulting in inappropriate mode switch episodes. The patient was stable throughout.

Event description:
It was reported, that a patient presented in clinic on (B)(6) 2023, with noise on their right atrial lead. The lead was later explanted and replaced on (B)(6) 2023.